Event description:
It was reported that the patient presented to the emergency room with bradycardia. Upon interrogation it was revealed that the patient had no capture on the right ventricular lead. Lead imaging showed both the right ventricular and left ventricular leads were dislodged. The leads were thought to have been dislodged during exercise. The patient was admitted to surgery, where the right ventricular lead was explanted and replaced. The left ventricular lead was abandoned after the physician could not regain access to the coronary sinus. The left ventricular channel was programmed off. There were no other complications during the procedure. The patient is currently stable and will be followed up normally.